Event description:
The customer reported the IV pole was not working and the staff had to move it manually. An error message displayed. The customer reported that an unplanned vitrectomy was performed due to a posterior capsule tear. Multiple attempts were made for more info on the event with no response.

Manufacturer narrative:
The company service rep examined the system and confirmed the error message. The IV pole pcb was replaced and sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. This report mailed in to FDA on: 4/24/2008.